Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy and the white push tube was not visible. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the mynxgrip vascular closure device (vcd). There were no apparent signs of device or packaging damage prior to use. One mynxgrip vascular closure device (vcd) was used for the patient. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Prior to use of the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in an interventional procedure with a retrograde approach. There was no vessel tortuosity, and manual compression lasted 30 minutes or less. The user completely shuttled down the plug without significant resistance, and no unusual force was applied during sheath retraction. The advancer tube was not engaged or visible. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy and the white push tube was not visible. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the mynxgrip vascular closure device (vcd). There were no apparent signs of device or packaging damage prior to use. One mynxgrip vascular closure device (vcd) was used for the patient. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Prior to use of the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in an interventional procedure with a retrograde approach. There was no vessel tortuosity, and manual compression lasted 30 minutes or less. The user completely shuttled down the plug without significant resistance, and no unusual force was applied during sheath retraction. The advancer tube was not engaged or visible. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was present in its manufactured position, and the advancer tube was also in its manufactured position. Additionally, a portion of the packaging protection was returned still inserted on the catheter. The inflation/deflation test could not be performed due to contrast sediment obstructing the internal inflation lumen. The deployment simulation could not be performed per the device¿s instructions for use (IFU), as an attempt to advance the sealant sleeve with a cordis laboratory sample csi revealed a damaged section below the sealant sleeve, which prevented sleeve advancement. The damage was noted along with evidence suggesting potential interaction with sharp-edged materials. However, the deployment mechanism was activated with the expected proximal displacement of the shuttle. As intended per device function, the advancer tube and sealant were displaced distally; nevertheless, the sealant remained trapped in the compromised section of the catheter, which detached and advanced along with the sealant during the deployment simulation, preventing full sealant release. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since the advancer tube and sealant were able to be deployed on the catheter. However, a condition of ¿catheter-catheter detachment¿ was noted during functional analysis since the distal end of the shuttle was damaged and disconnected with the sealant inside the separated component. The exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the device failing to deploy during the procedure since the advancer tube and sealant were able to be deployed on the shaft during functional analysis. It was noted that the sealant sleeve could not be retracted during functional analysis due to the damage to the shuttle distal end; however, it was reported that the user completely shuttled down without significant resistance, which indicates that this damage was not present during sealant deployment in the procedure. Therefore, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the failure to deploy event experienced since the advancer tube and sealant were received still within the shuttle. With regard to the observed condition of the shuttle distal end damage that resulted in detachment of the component, handling factors most likely contributed to the damage noted since the evidence suggested potential interaction with sharp-edged materials. As this condition was not reported and the sheath was not returned on the device, it is likely the damage occurred due to manipulations after the procedure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.